Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this product was explanted and replaced.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to monitoring voltage. This device was listed on the shortened replacement window (srw) advisory, originally communicated on (B)(6), 2007. Technical services (ts) asked what the monitoring voltage was at 27 months post implant and the exact monitoring voltage was not known; therefore ts recommended changing the device out within 30 days. No adverse patient effects have been reported.